Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator alarmed for high o2 concentration alarm during ventilation. The o2 concentration set would rise higher on its own. The evaluation of the provided logs confirms the high o2 concentration. There are two main reasons for o2 concentration low and o2 concentration high: gas delivery error - wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error - correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. No parts were replaced, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator alarmed for high oxygen concentration and high airway pressure. There was no patient harm. Manufacturer ref. #: (B)(4).